Event description:
During the evaluation of a returned homechoice machine, two increased intra-peritoneal volume (iipv) events were identified which occurred during the therapy initiated on (B)(6) 2012. During night drain cycle two, the patient's ultrafiltration reading was 9710ml, indicating the home patient (hp) drained 9710ml more than their maximum programmed fill volume of 2300ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was false empty detect and use error, through an inappropriate bypass of the caution: negative ultra-filtration (uf) alarm. If any additional information is received, a follow-up will be sent.